Event description:
It was reported that the cylinder strength of the inflatable peniel prosthesis (ipp) was weak. An accessory kit was opened and used to add saline to the reservoir. No ipp components were explanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.